Manufacturer narrative:
This report is submitted on 10 december 2020.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery this report is submitted on october 29, 2020.

Manufacturer narrative:
This report is submitted on september 18, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.